Manufacturer narrative:
The error servo signal remains active for 5 seconds, indicating that the servo (inspiratory) valve is not functioning correctly. Servo module was replaced.

Event description:
Hamilton medical ag received the following incident description: servo module can no longer be adjusted (20ml and 500ml)

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be defective inspiratory valve. In consequence the correction made to replace the inspiratory valve. There was no patient or user harm. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: servo module can no longer be adjusted (20ml and 500ml).

Event description:
Hamilton medical ag received the following incident description: servo module can no longer be adjusted (20ml and 500ml).

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications during ventilation. The root cause was determined to be defective inspiratory valve. In consequence the correction made to replace the inspiratory valve. There was no patient or user harm.